Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter was bent just distal to electrode ring 3 and the shaft material had been fractured at this location, fracturing the internal components. Functional testing was not possible due to this damage; however, the fractured conductor wires are consistent with the reported event.

Event description:
This report is to advise of an event observed during analysis confirming a fractured catheter shaft exposing internal components.